Manufacturer narrative:
Trackwise ID # (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro vh-3500. Harvester said white shavings were coming out of the device and fell into the patient's leg. Wasn't sure where they were coming from. No injury to the patient. Shavings were located and pulled from the leg with jaws of energy device. No issues post or peri op. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise # (B)(4). A ship history was completed. There was no evidence that the reported upn was sold to the account during the year prior to the aware date. A lot history is unable to be performed. The account was unable to provide the lot number.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro vh-3500. Harvester said white shavings were coming out of the device and fell into the patient's leg. Wasn't sure where they were coming from. No injury to the patient. Shavings were located and pulled from the leg with jaws of energy device. No issues post or peri op. The hospital did not report any patient effects.